Event description:
It was reported that the patient experienced "tightness" in their chest and was seen at the hospital. Patient was feeling "cold" and "sweating". A few days later, the patient felt hot, dizzy, chest tightness and a decrease in their blood pressure. It was also reported that the physician made some programming changes as intervention for the patient. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).